Event description:
It was reported that this rv lead exhibited noise and oversensing that resulted in pacing inhibition and asystole of longer than 3 seconds. The oversensing also resulted in inappropriate anti-tachycardia pacing (atp) being delivered. The patient was admitted to the hospital and the device was put into cautery mode. The noise was unable to be recreated in office. This rv lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2019. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).